Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of c2-th2 posterior decompression fusion due to posterior longitudinal ligament ossification of the cervical spine. It was reported that intra-op, at c2th2 posterior decompression fusion operation, the operation was performed at o-arm & s7. First, the antenna was attached to c2 and navigation was started. The accuracy of the first time was not good, so the navigation was turned again. The accuracy of the pointer and the cervical probe was ensured, but it was noted that stealth-midas was sagittal and deviated to the head side by 1 ,2 mm. Therefore, a pilot hole was created with a cervical probe, with if navi tap, and the screw was inserted at left c2-c5. Ps was at c2/c5 pvfs was at c3/4, after that it was moved to the right side and the accuracy was checked again, as there was no deviation it was continued to insert all ps on the right side of c2-5. When navigation was performed on c6-th2, the navigation was turned including the shooting range to check the screw inserted earlier. When checking the inserted screw, it was noted that screw at left c5 was in the direction of va. When the screw was removed immediately, the bleeding was noted though it was not a large amount of bleeding, doppler was used to check the blood flow, but it was not sure, so it was opened to the placed at the left c1 where va could be seen and the pulsation was checked, but it was noted that it was not pulsating. At this point, it was decided to stop fusion operation and switch to va stent surgery. The fusion operation was schedule to be continued at a later date, and the operation was checked and ended. Damage to the vertebral artery was suspected. There was a delay of more than 60min as a result of the event. Update: stent (coil placement) was performed due to va blockage. It was not a blood vessel injury but a blockage. The cause of the blood vessel blockage might be the interference of the screw. The amount of bleeding during the operation was unknown, but there was no such thing as bleeding so rapidly that it was clearly uncontrollable. Blood transfusion was not performed. As per physician there was no problems when creating the pilot hole under the navigation, may be the direction when inserting the screw is misjudged. Since the fixation operation ended when half the screws were inserted, if the patient recovers quickly, it would like to continue the fixation operation by the end of this year.